Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported part of reservoir compartment was chipping off. Customer also reported that buttons were not responding and was not able to deliver a bolus. Customer took battery out and put it back in and received a battery out limit alarm, which could not be cleared due to keypad issues. Customer reverted to manual injections. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored, and no battery out limit alarms occurred during testing. The pump was received with a partially broken reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.